Event description:
It was reported that the patient had deep brain stimulator (dbs) leads implanted on (B)(6) 2012. One week post implant, the patient started feeling inflammation throughout his body and had acute pain. It was noted that the inflammation and pain started in his left leg and ¿it got better.¿ however, the inflammation and pain ¿then moved to elbows, hand, shoulders and wrists.¿ it was noted that it ¿starts in the morning and usually comes every 24 hours.¿ it was also noted that the patient tried icing and it didn¿t help but seemed to help with ibuprofen. It was further noted that the patient was set to go back and have the implantable neurostimulation (ins) device implanted in about a week after the date of reported event. Follow up from the health care provider reported that the cause of the event was unknown. It was noted that there were no abnormal impedance measurements. It was noted that lead revisions were completed in (B)(6) with ¿very good response and results.¿ it was also noted that the patient¿s signs and symptoms of the reported event were not related. Refer to manufacturer report #3004209178-2013-08638. Patient has bilateral systems and it was unclear which stimulator or if both pertained to the event.

Manufacturer narrative:
Product ID: 3389s-40, lot# va038ku, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va038ku, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# va038ku, implanted: (B)(6) 2012, product type: lead. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012 product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# va038ku, implanted: (B)(6) 2012, product type: lead. (B)(4).